Manufacturer narrative:
H.10. Additional manufacturer narrative: the log file for the aquabeam system was reviewed, which confirmed no anomalies were observed during the aquablation procedure. The system performed as intended. A review of the device history record (DHR) for lot number 18c00278 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, lists bleeding as a potential perioperative risk of the aquablation procedure. A review of similar complaints was conducted on the aquabeam system, which confirmed that there have been no similar events reported on this system. The system was not returned for investigation. Bleeding is an anticipated perioperative risk of the aquablation procedure. There were no reported device malfunctions or failures associated with the procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male underwent aquablation procedure. The physician did not perform the standard clot evacuation step immediately following the procedure. Post-up, patient was brought back to the operating room for cautery due to bleeding. Patient returned to recovery afterwards, and no further sequalae was reported.